Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they experienced low blood glucose level of 54 mg/dl. The customer did not provide the symptoms regarding low blood glucose. Customer reported that the insulin pump had partial display and screen was splotchy and distorted. Customer's blood glucose was now 64 mg/dl. The customer was treated for low blood glucose with juice box, peanut butter and crackers. The customer's father declined troubleshooting for low blood glucose level. The insulin pump was returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass.